Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. The patient did experience pacing inhibition of pacing due to unipolar sensing. Additionally, there were two stored signal artifact monitoring (sam) episodes due to oversensing the minute ventilation (mv) signal. At this time, the device and non- boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. The patient did experience pacing inhibition of pacing due to unipolar sensing. Additionally, there were two stored signal artifact monitoring (sam) episodes due to oversensing the minute ventilation (mv) signal. At this time, the device and non- boston scientific rv lead remains in service. No adverse patient effects were reported.